Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine [25 mg/ml] at a dose of 6.75 mg/day via an implantable pump for non-malignant pain. It was reported on 2017-oct-08 that the patient was discharged from the doctor that refilled the pump and the doctor did not perform the treatment anymore. It was stated that the doctor did not give the patient any place to go to get refills and the patient was going through withdrawals now. Information was requested for physicians in the area that would be able to do refills. Additional information was received from a consumer on 2017-oct-19. It was reported that the date of the event was (B)(6) 2017. It was confirmed that a refill had been performed and the issue was completely resolved at the time of the report. It was noted that the patient was able to get in touch with a local manufacturer's representative who was able to help the patient get in contact with a healthcare professional (hcp) and secure them for future refills/management. It was stated that the doctor was one that the patient had called previously and was told that they were not taking new patients. It was also noted that the reason for the event was that the patient¿s previous doctor passed away in (B)(6). No further complications were reported or anticipated.